Event description:
Customer reported receiving a no delivery alarm on the insulin pump when attempting to fill tubing. Customer stated that when he holds down the act button it goes to 1.8 units however no insulin is coming out. It was noted that changing the reservoir resolved the issue. Customer's blood glucose reading at the time of the call was 79 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.